Manufacturer narrative:
The console data logs were returned for this investigation. The log analysis showed the impella cp stopped early in the case, and was restarted, but low flow then occurred. Later in the case a spike in motor current occurred and suction alarms sounded. The motor was set to p-6 with flow continuing to decrease until the end of the case. The impella cp was returned for inspection. The pump was in good condition with no obvious defects or signs of misuse. An initial inspection did not find any biomaterial in the cannula or inflow cage. The cannula was cut open to look for signs of biomaterial on the impeller. No biomaterial was found attached to the impeller. In order to reproduce the failure, the pump was run in a beaker of water. The pump produced low flow and triggered suction alarms when run. An inspection of the outflow cage found that sections were missing from both impeller blades, additionally, damage to the inflow cage was found. A portion of inflow cage window was missing and bent toward the impeller. There appeared to be some contact between the damaged portion and the impeller. One of the struts was also damaged and had a dent along one side. Additional information received from the physicians confirmed that the doctors used medtronic's corevalve for the tavr procedure that had been performed the previous december. The drops in motor speed suggest contact of the impeller with an object. Because fluoroscopic images of the pump were not returned a definitive root cause could not be determined. The manufacturing review revealed no other complaints against this lot of impella cp pumps. There is no corrective action because a definitive root cause could not be determined. This failure mode will continue to be monitored. (B)(4).

Event description:
The complainant reported that on (B)(6) 2017 a (B)(6) male patient was struggling following a transcatheter aortic valve replacement (tavr) that has been performed in (B)(6) 2015 (exact date unknown), and was admitted to the hospital with a low ejection fraction (ef.) The patient began to decompensate, so an impella cp (serial (B)(4)) was inserted for hemodynamic support. A pump stop occurred early in the case, but the pump restarted and did not stop again. Doctors were happy with support and planned to leave the pump in until the patient recovered. Patient condition improved and pump explant was scheduled for monday (B)(6). On the fourth day of support pump flow decreased and suction alarms occurred. The first impella cp was explanted, and a new impella cp (serial (B)(4)) was inserted. Insertion for the second impella was normal. A new sheath was used with a new guide-wire. Seven hours after insertion a pump stop occurred secondary to a coughing episode. Pump was restarted in the patient. The pump produced low flow that continued to decrease throughout the case. Eventually, the pump was explanted and the patient was scheduled to be switched to a tandem heart. Patient expired in the ccl before surgery could be started. The physician reported that he did not feel that the patient outcome was caused or contributed to by any issue with the impella cp. The patient support was considered a "hail mary" attempt to save this patient. This MDR is reporting the issue with the second impella cp used during this event. The first pump (serial (B)(4)) has been reported on MDR 1220648-2017-00081. The physician reported that he did not feel that the patient outcome was caused or contributed to by any issue with the impella cp. The patient support was considered a "hail mary" attempt to save this patient. On october 2, 2017 this complaint was re-opened to review this case and the failure investigation. At that time it was found that the failure analysis had determined that a close inspection of the impeller blades found damage to both blades which caused the reported suction alarms. This review determined that this event is an MDR reportable event.